Event description:
An alarm labeled as alarm 2, followed by alarm 26, was reported by a caller. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge, and then resuming insulin, which led to the closure of the case by technical support.